Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was apparent intermittent loss of capture with the right ventricular (rv) lead, when the patient turned over to their side. Reprogramming was done to increase the rv output. The lead remains in use. No patient complications have been reported as a result of this event.